Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received stated that the patient reported to the hospital on (B)(6) 2021 that she experienced right sided muscle stimulation along with her heart beat. A chest x-ray was performed and found that the atrial lead was found in the superior vena cava. The atrial lead also exhibited loss of capture and loss of p wave sensing. The patient was scheduled for a lead revision and was successfully completed on (B)(6) 2021. Related manufacturer reference number: 2017865-2021-24062.

Manufacturer narrative:
G3: the initial date received by manufacturer should have been (B)(6) 2021 instead of (B)(6) 2021 as it was originally reported on the incorrect serial number under related manufacturer reference number: 2017865-2021-24062.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely with loss of capture noted on the atrial lead. After investigation, it was noted that the lead became dislodged. The physician suspected twiddling was the issue. No patient symptoms were reported as a result of the dislodgment. The lead was explanted and replaced. The patient was in stable condition before, during and after the procedure.